Manufacturer narrative:
During eval of the device at the third party service ctr, a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Event description:
A ventilator was returned to a third party service ctr for service. There was no harm or injury reported.